Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179015021, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving baclofen (50.05mcg/day), bupivacaine (10.0mg/day), and dilaudid (5.005mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient had back surgery on (B)(6) 2018 and the surgeon hit the pump tubing with a cautery. It was noted that the pump tubing was confirmed to be damaged. The patient reportedly had cerebrospinal fluid (csf) leaking and the drug was pooling. The patient reported severe pain in the legs, headache, and nausea. The patient hurt all over, smelled burning rubber or popcorn, and had a bad taste in the mouth. All the symptoms started on (B)(6) 2019. It was noted that these were all the same symptoms the patient experienced in 2015 when the tubing was cracked (see mfg. Report # 3004209178-2019-02464 for information regarding the cracked tubing in 2015). The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8709sc, lot# n179015021, implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that patient had symptoms of fatigue, blood pressure and heart rate issues. The logs were checked and no issues were found. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the tubing had gotten melted from the surgeons cautery instrument while removing a synovial cyst at the lumbar level below. A manufacturer representative came in and assisted in surgery "with the computer issues, etc." The tubing was spliced as a repair by the hcp. The catheter was placed in the l1/l2 area and the hcp removed the cyst at l2/l3 level. There was also severe degeneration and stenosis of l2/l3 levels. There were no further complications reported at this time.